Event description:
It was reported during a da vinci-assisted partial nephrectomy procedure, the 8mm large hem-o-lok clip applier instrument did not hold or release clips properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The large hem-o-lok clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. The clip did not attach and release to the rubber test tube on multiple attempts. Additional observations not reported by the site were also identified. The large hem-o-lok clip applier instrument was found to have a loose grip cable at the distal end. As a result, the instrument failed the clip test. Signs of corrosion/contamination were found on the instrument bearings grip and the root cause of corroded/contaminated instrument bearings is typical attributed to mishandling/misuse, most commonly caused by improper cleaning/ reprocessing techniques. The large hem-o-lok clip applier instrument was found to have dislodged flush tube guide and the root cause of this failure is attributed to mishandling/misuse. The instrument was found to have one or more of the housing snaps broken and the root cause of the broken snaps instrument housing is typically attributed to mishandling/misuse. A review of the instrument log for the large hem-o-lok clip applier (470230-12/n102004130037) associated with this event has been performed. Per logs, the large hem-o-lok clip applier instrument was last used in a procedure on (B)(6) 2021 on system (B)(4). The alleged instrument had 72 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. This complaint is being reported based on the failure analysis findings: the large hem-o-lok clip applier instrument had failed clip test with the finding of a loose grip cable with no evidence of user mishandling or misuse. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.